Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported the tip of the instrument broke during a procedure. The tip of the elevator was retrieved and there was no surgical delay over ten (10) minutes.

Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed minor scratches along the length of the instrument (mainly around the handle), a piece of blue tape and black tape wrapped around the instrument, and a fractured tip; therefore the complaint is confirmed. The most-likely cause was determined to be excessive force experienced at the tip. The device history records were reviewed and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.